Event description:
It was reported that during a procedure of the moderately calcified, 60% stenosed, left renal artery the asahi fielder guide wire was difficult to position at the lesion and a 5.0 x 15 herculink elite stent delivery system (sds) was successfully deployed; angiography revealed a distal dissection and there was limited flow to the kidney. A second 5.0 x 15 herculink elite sds was advanced but met resistance at a plaque shelf in the anatomy and could not be advanced to the dissection. Several attempts to advance the sds were unsuccessful and the stent implant became dislodged prior to the dissection. The sds balloon could not be re-advanced through the stent and was removed leaving guide wire access. A 4.0 trek balloon catheter was used to successfully advance the stent implant closer to the dissection and the dislodged stent was deployed but did not fully cover the dissection. A 5.0 x 20 mm non-abbott stent was used to fully cover the dissection, however, the kidney did not fully recover flow. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: asahi fielder. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection and ischemia, as listed in the rx herculink elite renal and biliary stent system instructions for use, are known adverse patient events associated with stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional rx herculink elite device is being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4).